Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the alaris devices are programmed with pre-settings with specific concentrations and volumes for administration. The nurses are trained to choose the appropriate concentration and corresponding volume for each administration. The nurse programmed the device to deliver a vancomycin 1500mg/500ml normal saline infusion. Once the infusion was completed, the nurse found that there was 135ml of medication remaining in the IV bag. The customer stated that their internal investigation showed that the brand of 500ml ns IV bag should have a 42ml overfill. Adding vancomycin 15ml to the 500ml ns IV bag would have had a total vtbi 557ml. The expected residual volume at the end of the medication administration is expected to have been 57ml, not 135ml.